Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and abdominal operation ("large abdominal wall cicatrix") in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no" and device ineffective "device ineffective". The patient's past medical history included cesarean section in (B)(6) 2014, breast prosthesis implantation in 2012, pre-eclampsia and premature delivery. Previously administered products included for to prevent pregnancy: skyla from (B)(6) 2015 to (B)(6) 2015 and parguard from 2010 to (B)(6) 2014. Concurrent conditions included anxiety, menopausal symptoms since (B)(6) 2016, frequent periods (with regular cycle) since (B)(6) 2016, menstrual flow excessive (with regular cycle) since (B)(6) 2016 and peritoneal adhesions since (B)(6) 2016. Concomitant products included anaesthetics (anesthesia), biotin from 2015 to 2016, colecalciferol (vitamin d3) from 2015 to 2016, cyanocobalamin (vitamin b12) from 2015 to 2016, dicycloverine hydrochloride (bentyl) since (B)(6) 2015 and omeprazole (prilosec) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines /migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), depression ("psychological or psychiatric problems condition:depression"), rash generalised ("rashes or skin conditions type: full body rashes"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /gastrointestinal or digestive system condition type: cramping with bowel movements, bloating,(event splitted for coding)"), nausea ("nausea"), aphasia ("neurological conditions or problems type: aphasia"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal distension ("bloating") and dyschezia ("pain with bowel movements/ gastrointestinal or digestive system condition type: cramping with bowel movements"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("miscarriage"), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision") and abdominal operation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to removeessure, (B)(6) 2016 hysterectomy(full), (B)(6) 2016 salpingectomy(bilateral removal)) and surgery (one crown placed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, dyspareunia, back pain, vaginal discharge, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash generalised, urticaria, nausea, aphasia, dysmenorrhoea, vision blurred, weight increased and abdominal operation outcome was unknown, the alopecia, migraine, mood swings, headache, abdominal distension and dyschezia had resolved and the fatigue was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal operation, abdominal pain, abortion spontaneous, alopecia, aphasia, back pain, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash generalised, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Patient took diet pills for weight gain. Approximate weight at the time of essure placement 200 lbs. Patient took contrave. On (B)(6) 2016: fallopian tube occlusion devices are in the expected location in the pelvis on (B)(6) 2016, final diagnosis: endometrium : secretory phase, no evidence of hyperplasia, atypia or malignancy left fallopian tube : coiled metallic device in place, otherwise histologically unremarkable right fallopian tube : coiled metallic devices in place, several benign paratubal cysts microscopic description : the left fallopian tube is without histopathologic abnormality. The right fallopian tube demonstrate several small benign paratubal cysts and is otherwise histologically unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and back pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporters were added. This case was medically confirmed. Patient¿s detail, historical drug, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), type: uti, psychological or psychiatric problems condition:depression, rashes or skin conditions type: full body rashes /hives, headaches, nausea, neurological conditions or problems type: aphasia, dysmenorrhea (cramping), vision/eye problems type: blurry vision, fatigue, weight gain, bowel movements, bloating, essure confirmation test(s) conducted, specify-no, pain with bowel movements and large abdominal wall cicatrix were added as events. Essure lot number and indication was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and abdominal operation ('large abdominal wall cicatrix') in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included cesarean section in (B)(6) 2014, breast prosthesis implantation in 2012, pre-eclampsia and premature delivery. Previously administered products included for to prevent pregnancy: (B)(4) from january 2015 to march 2015 and parguard from 2010 to january 2014. Concurrent conditions included frequent periods (with regular cycle) since (B)(6) 2016, menstrual flow excessive (with regular cycle) since (B)(6) 2016, peritoneal adhesions since (B)(6) 2016, menopausal symptoms since (B)(6) 2016 and anxiety. Concomitant products included anaesthetics, biotin from 2015 to 2016, colecalciferol (vitamin d3) from 2015 to 2016, dicycloverine hydrochloride (bentyl) since october 2015, omeprazole (prilosec) since (B)(6) 2015 and vitamin b12 nos from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines /migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), depression ("psychological or psychiatric problems condition:depression"), rash ("rashes or skin conditions type: full body rashes"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /gastrointestinal or digestive system condition type: cramping with bowel movements, bloating,(event splitted for coding)"), nausea ("nausea"), aphasia ("neurological conditions or problems type: aphasia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating/ my stomach is more swollen than before my surgery") and dyschezia ("pain with bowel movements/ gastrointestinal or digestive system condition type: cramping with bowel movements") and was found to have weight increased ("weight gain"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), arthralgia ("hip pain"), musculoskeletal discomfort ("felt like it was popping out of the socket or rubbing/pinching something"), anxiety ("anxiety"), crying ("crying mess") and dyspnoea exertional ("flight of stairs made me gasp for air a few minute after"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2016, salpingectomy(bilateral removal) (B)(6) 2016 for essure removal and one crown placed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal operation, abdominal pain, dyspareunia, back pain, vaginal discharge, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, urticaria, nausea, aphasia, dysmenorrhoea, vision blurred, musculoskeletal discomfort, anxiety, crying and dyspnoea exertional outcome was unknown, the alopecia, migraine, mood swings, headache, abdominal distension and dyschezia had resolved and the fatigue, weight increased and arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal operation, abdominal pain, abortion spontaneous, alopecia, anxiety, aphasia, arthralgia, back pain, crying, depression, dyschezia, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, headache, menorrhagia, migraine, mood swings, musculoskeletal discomfort, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *patient took diet pills for weight gain. Approximate weight at the time of essure placement 200 lbs. Patient took contrave. On (B)(6) 2016: fallopian tube occlusion devices are in the expected location in the pelvis on (B)(6) 2016, final diagnosis: endometrium : secretory phase, no evidence of hyperplasia, atypia or malignancy left fallopian tube : coiled metallic device in place, otherwise histologically unremarkable right fallopian tube : coiled metallic devices in place, several benign paratubal cysts microscopic description : the left fallopian tube is without histopathologic abnormality. The right fallopian tube demonstrate several small benign paratubal cysts and is otherwise histologically unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and back pain". Concerning the injuries reported in this case, the following one were reported from social media report : pain, abdominal distension, hip pain, dysmenorrhea, anxiety and crying". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: all the relevant information was transferred form duplicate case: (B)(4). Ini: 05-dec-2018: per social media record following events: anxiety and crying mess was added. Reporter were added. Fu 02-dec-2019: social media record received. Reporter added.**fu: 03-dec-2019: social media record received. Events" flight of stairs made me gasp for air a few minute after" was added. Events" weight gain and hip pain" outcome was updated to recovering/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and abdominal operation ('large abdominal wall cicatrix') in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included cesarean section in (B)(6)2014, breast prosthesis implantation in 2012, pre-eclampsia and premature delivery. Previously administered products included for to prevent pregnancy: (B)(6) from (B)(6)2015 to (B)(6)2015 and parguard from 2010 to (B)(6)2014. Concurrent conditions included frequent periods (with regular cycle) since (B)(6)2016, menstrual flow excessive (with regular cycle) since (B)(6)2016, peritoneal adhesions since (B)(6)2016, menopausal symptoms since (B)(6)2016 and anxiety. Concomitant products included anaesthetics, biotin from 2015 to 2016, colecalciferol (vitamin d3) from 2015 to 2016, dicycloverine hydrochloride (bentyl) since (B)(6)2015, omeprazole (prilosec) since (B)(6)2015 and vitamin b12 nos from 2015 to 2016. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines /migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), depression ("psychological or psychiatric problems condition:depression"), rash ("rashes or skin conditions type: full body rashes"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /gastrointestinal or digestive system condition type: cramping with bowel movements, bloating,(event splitted for coding)"), nausea ("nausea"), aphasia ("neurological conditions or problems type: aphasia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating/ my stomach is more swollen than before my surgery") and dyschezia ("pain with bowel movements/ gastrointestinal or digestive system condition type: cramping with bowel movements") and was found to have weight increased ("weight gain"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), arthralgia ("hip pain") and musculoskeletal discomfort ("felt like it was popping out of the socket or rubbing/pinching something"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (one crown placed and had surgery to remove essure,(B)(6)2016 hysterectomy(full),(B)(6)2016 salpingectomy(bilateral removal)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal operation, abdominal pain, dyspareunia, back pain, vaginal discharge, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, urticaria, nausea, aphasia, dysmenorrhoea, vision blurred, weight increased, arthralgia and musculoskeletal discomfort outcome was unknown, the alopecia, migraine, mood swings, headache, abdominal distension and dyschezia had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal operation, abdominal pain, abortion spontaneous, alopecia, aphasia, arthralgia, back pain, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, musculoskeletal discomfort, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *patient took diet pills for weight gain. Approximate weight at the time of essure placement 200 lbs. Patient took contrave. On (B)(6)2016: fallopian tube occlusion devices are in the expected location in the pelvis on (B)(6)2016, final diagnosis: endometrium : secretory phase, no evidence of hyperplasia, atypia or malignancy left fallopian tube : coiled metallic device in place, otherwise histologically unremarkable right fallopian tube : coiled metallic devices in place, several benign paratubal cysts microscopic description : the left fallopian tube is without histopathologic abnormality. The right fallopian tube demonstrate several small benign paratubal cysts and is otherwise histologically unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and back pain. Concerning the injuries reported in this case, the following one were reported from social media report : pain, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction done. Event pt pain in extremity changed to hip discomfort. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and abdominal operation ('large abdominal wall cicatrix') in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included cesarean section in (B)(6) 2014, breast prosthesis implantation in 2012, pre-eclampsia and premature delivery. Previously administered products included for to prevent pregnancy: skyla from (B)(6) 2015 to (B)(6) 2015 and parguard from 2010 to (B)(6) 2014. Concurrent conditions included frequent periods (with regular cycle) since (B)(6) 2016, menstrual flow excessive (with regular cycle) since (B)(6) 2016, peritoneal adhesions since (B)(6) 2016, menopausal symptoms since (B)(6) 2016 and anxiety. Concomitant products included anaesthetics (anesthesia), biotin from 2015 to 2016, colecalciferol (vitamin d3) from 2015 to 2016, dicycloverine hydrochloride (bentyl) since (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and vitamin b12 nos from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines /migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), depression ("psychological or psychiatric problems condition:depression"), rash generalised ("rashes or skin conditions type: full body rashes"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /gastrointestinal or digestive system condition type: cramping with bowel movements, bloating,(event splitted for coding)"), nausea ("nausea"), aphasia ("neurological conditions or problems type: aphasia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating/ my stomach is more swollen than before my surgery") and dyschezia ("pain with bowel movements/ gastrointestinal or digestive system condition type: cramping with bowel movements") and was found to have weight increased ("weight gain"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), arthralgia ("hip pain") and pain in extremity ("felt like it was popping out of the socket or rubbing/pinching something"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (one crown placed and had surgery to removeessure, (B)(6) 2016 hysterectomy(full), 8/2016 salpingectomy(bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal operation, abdominal pain, dyspareunia, back pain, vaginal discharge, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash generalised, urticaria, nausea, aphasia, dysmenorrhoea, vision blurred, weight increased, arthralgia and pain in extremity outcome was unknown, the alopecia, migraine, mood swings, headache, abdominal distension and dyschezia had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal operation, abdominal pain, abortion spontaneous, alopecia, aphasia, arthralgia, back pain, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash generalised, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Patient took diet pills for weight gain. Approximate weight at the time of essure placement 200 lbs. Patient took contrave. On (B)(6) 2016: fallopian tube occlusion devices are in the expected location in the pelvis. On (B)(6) 2016, final diagnosis: endometrium : secretory phase, no evidence of hyperplasia, atypia or malignancy left fallopian tube : coiled metallic device in place, otherwise histologically unremarkable right fallopian tube : coiled metallic devices in place, several benign paratubal cysts microscopic description : the left fallopian tube is without histopathologic abnormality. The right fallopian tube demonstrate several small benign paratubal cysts and is otherwise histologically unremarkable concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and back pain. Concerning the injuries reported in this case, the following one were reported from social media report : pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received: social media received new events: hip pain, felt like it was popping out of the socket or rubbing/pinching something. Previously reported event were clubbed with new event. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and abdominal operation ("large abdominal wall cicatrix") in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no" and device ineffective "device ineffective". The patient's past medical history included cesarean section in november 2014, breast prosthesis implantation in 2012, pre-eclampsia and premature delivery. Previously administered products included for to prevent pregnancy: skyla from january 2015 to march 2015 and parguard from 2010 to january 2014. Concurrent conditions included anxiety, menopausal symptoms since 23-aug-2016, frequent periods (with regular cycle) since 26-aug-2016, menstrual flow excessive (with regular cycle) since 26-aug-2016 and peritoneal adhesions since 26-aug-2016. Concomitant products included anaesthetics (anesthesia), biotin from 2015 to 2016, colecalciferol (vitamin d3) from 2015 to 2016, cyanocobalamin (vitamin b12) from 2015 to 2016, dicycloverine hydrochloride (bentyl) since october 2015 and omeprazole (prilosec) since october 2015. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines /migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), depression ("psychological or psychiatric problems condition:depression"), rash generalised ("rashes or skin conditions type: full body rashes"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /gastrointestinal or digestive system condition type: cramping with bowel movements, bloating,(event splitted for coding)"), nausea ("nausea"), aphasia ("neurological conditions or problems type: aphasia"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal distension ("bloating") and dyschezia ("pain with bowel movements/ gastrointestinal or digestive system condition type: cramping with bowel movements"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision") and abdominal operation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (had surgery to removeessure,26/8/2016 hysterectomy(full),8/2016 salpingectomy(bilateral removal)) and surgery (one crown placed). Essure was removed on 26-aug-2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, dyspareunia, back pain, vaginal discharge, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash generalised, urticaria, nausea, aphasia, dysmenorrhoea, vision blurred, weight increased and abdominal operation outcome was unknown, the alopecia, migraine, mood swings, headache, abdominal distension and dyschezia had resolved and the fatigue was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal operation, abdominal pain, abortion spontaneous, alopecia, aphasia, back pain, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash generalised, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Patient took diet pills for weight gain. Approximate weight at the time of essure placement 200 lbs. Patient took contrave. On (B)(6)2016: fallopian tube occlusion devices are in the expected location in the pelvis on (B)(6)2016, final diagnosis: endometrium : secretory phase, no evidence of hyperplasia, atypia or malignancy left fallopian tube : coiled metallic device in place, otherwise histologically unremarkable right fallopian tube : coiled metallic devices in place, several benign paratubal cysts microscopic description : the left fallopian tube is without histopathologic abnormality. The right fallopian tube demonstrate several small benign paratubal cysts and is otherwise histologically unremarkable concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("miscarriage"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("painful intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, alopecia, migraine, dyspareunia, vaginal discharge and tooth disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dyspareunia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal discharge to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.